Manufacturer narrative:
Investigation completed on a smiths medical cadd solis vip 2120 pump. The pump arrived and upon visual inspection damaged lens were revealed. Complaint of low volume of 19 milliliters was unable to be duplicated upon testing and no problem was detected with accuracy of device. The event was not confirmed and device passed all functional and delivery testing. Unknown what was the cause of event.

Event description:
Information received a smiths medical cadd solis vip 2120 pump is outputting a low volume less than 19 milliliters. No patient involvement was reported in a customer response.